Manufacturer narrative:
(B)(4). Device is a combination product. (B)(46).

Event description:
It was reported that stent damage occurred. A 2.50x16mm promus premier¿ drug-eluting stent was selected for use to treat the lesion. However, during preparation, when the physician pulled the device out of it's protective tubing, it was noted that the stent was projecting out at the end of the catheter for about 1 centimeter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the first three proximal struts were not damaged and did not move from the crimped stent state; indicating that there was no issue with the crimping process of this stent. All remaining struts were pulled, misaligned and stretched in distal direction; some were pulled over the distal tip. The product stent protector was not returned for analysis with the device. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issue with profile. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issue with the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x16mm promus premier¿ drug-eluting stent was selected for use to treat the lesion. However, during preparation, when the physician pulled the device out of it's protective tubing, it was noted that the stent was projecting out at the end of the catheter for about 1 centimeter. No patient complications were reported.